Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-mar-2026, arthrex was notified via email of a published case study in the journal of pediatric orthopaedics titled ¿outcomes of arthroscopic bony bankart repair compared with soft tissue only bankart repair in the adolescent population.¿ the purpose of the study was to evaluate whether adolescent patients with bony bankart (bb) lesions demonstrate different outcomes¿including reinjury, revision surgery rates, and return to sport results¿compared with patients undergoing arthroscopic repair for non bony bankart (nbb) lesions. A total of 50 patients were included in the study: 25 in the bb group and 25 in the nbb group. Anchor selection varied across the study period and included the following arthrex implants: 3.0 mm biocomposite knotless suturetak anchors. 3.0 mm peek knotless suturetak anchors. 2.4 mm biocomposite suturetak anchors. 1.8 mm fibertak knotless anchors. According to the publication: eight (8) patients in the bb group and eight (8) patients in the nbb group experienced redislocation or resubluxation. Three (3) patients in the bb group and one (1) patient in the nbb group underwent revision surgery. Five (5) bb patients and four (4) nbb patients were reported to have loose body presence. No additional complications were described in the report. Citation: grewal, rajvarun s. Bs; berger, garrett k. Md; pennock, andrew t. Md; bomar, james d. Mph; edmonds, eric w. Md. Outcomes of arthroscopic bony bankart repair compared with soft-tissue only bankart repair in the adolescent population. Journal of pediatric orthopaedics ():10.1097/bpo.0000000000003234, february 24, 2026. / doi: 10.1097/bpo.0000000000003234.